Event description:
The tubing ruptured while in use with a power injector; subsequently, blood loss was noted. The power injector was set at 300psi with an injection rate of 3ml/minute. After an unspecified length of time, the tubing reportedly "blew apart." The customer contact estimated that the pt lost approx 10ml of blood. There were no reported adverse pt effects. No medical interventions were required.